Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection found the dso seal degraded and lens damaged. Unit failed nda test when attaching cassette. Performed functional testing and found degraded dso sensor. The customer's indicated failure was confirmed, and the root cause was the defective dso sensor. The dso sensor assembly was replaced, along with the lens and lens gasket. The device passed all functional testing after repair. The service history review identified this device was last serviced in march 2023 per ro #(B)(4) and there was no indication the complaint was related to previous service of the device.

Event description:
It was reported that the cassette was not sensed/detected in the device. There was unknown patient involvement and unknown harm/adverse event reported.